Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the archive data review. The root cause for the occurrence of ua07 error was due to the defective load cell #2 as a result of damage sustained by user mishandling. Upon visual inspection, noticed damage on the front enclosure and observed sticky clutch plate. The observed damage and the clutch plate issue are not related to the reported complaint. The probable cause for the damage could be due to normal wear and tear or could be due to user mishandling. The autopulse platform was manufactured in 2008 and is more than 11 years old, past the expected service life of 5 years. The front enclosure was replaced to address the physical damage and the clutch plate was deburred to address the sticky clutch plate issue. The autopulse platform failed initial functional testing due to ua07 displayed upon powering on. The archive data review showed occurrence of ua07 error message on the reported complaint date. The load cell #2 was replaced to address the ua07 error. Further review of the archive data showed that the autopulse platform displayed ua17 (max motor on time exceeded during active operation) error message on the reported complaint date. The observed ua17 error message is unrelated to the reported complaint. The drive train was replaced to address the ua17 error. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaint reported for autopulse platform with sn (B)(4). Ccr (B)(4) was reported on october 09, 2013 and ccr (B)(4) was reported on february 17, 2015. The load cells were replaced to address the ua07 error for both the complaint records.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.